Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator upper graphical user interface (gui) was faulty. The ventilator was not in use on a patient at the time of the event. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed. Covidien was not authorized to evaluate the device.